Manufacturer narrative:
Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming high pressure. They stated the patient called and was able to resolve the alarm with troubleshooting assistance. Patient stated that there were no closed clamps or kinks in the tubing. They instructed patient to clamp tubing, remove cassette, massage tubing, tap cassette on a hard surface, and reattach cassette. Alarm resolved and display read run after restarting pump. The patient waited on the line for 2 cycles, then the pump again started alarming high pressure. They instructed patient to apply light pressure to port site, but alarm persisted. Then they instructed patient to silence the alarm, clamp tubing, remove the batteries, and contact his clinic. This event occurred at patient's home and was operated by a health professional. There was patient involvement and no patient harm/adverse event reported.